Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room on (B)(6) 2022 for low blood glucose. Customer¿s blood glucose reading at the time of the incident was 30 mg/dl. Blood glucose level at the time of call 80 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer did experienced sweating as symptom of low glucose value. Auto mode was not active at the time of the incident. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The health effect - clinical code that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to event date has been updated and provided in b3 section of this report.

Event description:
The customer reported via phone call that emergency medical services were dispatched and that they went to the emergency room on (B)(6) 2022 at 15:00 due to hypoglycemia. Blood glucose at time of event was 30 mg/dl. Symptoms that were reported with the event included a delayed response time, sweating and feeling tired. User was treated with intravenous infusion drip. Blood glucose at time of event was 80 mg/dl. Customer had been experiencing low blood glucose for a week. Customer was unsure what led up to event. Troubleshooting was provided. Customer stated programming was accurate. Customer was advised to talk with hcp on possible causes of low blood glucose. Customer was using auto mode at time of event. The product is not expected to return.